Event description:
Pt sustained mesenteric injury during ercp with balloon dilation. Possible inflation device malfunction or over-inflation by physician or complication resultant of pt's anatomy -history of whipple procedure- or already dilated bile duct secondary to presence of 15mm stone. Determined device dropped prior to procedure and glass gauge cover broken off but device not removed from service until after procedure.